Event description:
During pci procedure, dissection or coronary was noted after the cutting balloon burst. A stent was placed over the dissection. Vital signs remained stable. Patient discharged home within 48 hours.